Event description:
The medical team in japan had an impella cp support in 10/2022 that was successful til the patient expired from underlying unrelated causes. Additionally the family made the patient a dnr. The pump had supported the patient beyond indication, as the pump had run for over 21 days. Later in 12/2022 the jpvad registry noted an access site bleed and hemolysis treated by blood product and haptoglobin infusion during the time of impella support.

Manufacturer narrative:
All product was discarded months ago at the time of explant. No benchtop analysis leading to root cause is possible. The jpvad registry furnished no further clinical details. The manufacturer will close the investigation. Should new information be shared, a final report will follow.